Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The rptr did back to back blood glucose tests, no more than 2-5 minutes apart, and got results of 66, 203, and 181 mg/dl. The tests were performed using the same fingerstick. Rptr stated that she had symptoms of feeling weak and woozy and that she sometimes had trouble inserting the test strip properly into the meter, but this time the healthcare professional had inserted the strip. Rptr stated that control solution had expired and her bottles of test strips may have been opened for more than four months.